Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver board and performed a generator calibration. The system operates as intended.

Event description:
The customer reported the system displayed a battery charger error message and would not boot up. No pt injury was reported.